Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that:one 6.5mm/3.2mm double drill guide (part# 312.67, lot# unk) was returned with a broken drill bit stuck inside the 3.2mm guide. Reduction forceps with points (part# 398.41, lot# t975225) was received with the tips bent. The bit likely broke while drilling off axis, also causing the broken distal piece to become lodged in the drill guide. The forceps likely became bent due to wear or excessive force during use. The complaint is confirmed. No design issues were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown when the malfunction originally occurred; however, it was discovered on (B)(6) 2015. Device is an instrument and is not implanted or explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports the following event: it was reported that a drill bit broke off inside of a drill sleeve and that a pair of forceps was not holding properly. No known patient or surgical involvement. This report is for one (1) unknown drill bit. This report is 1 of 2 for (B)(4).